Manufacturer narrative:
H11: corrected data: it was identified this manufacturer report 2015691-2021-04829 (follow-up: 01) was reported in error. This event remains reportable and this correction is being submitted.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000 aortic valve underwent a valve-in-valve after an implant duration of 10 years due to unknown reasons. The tavr was performed with a 26mm 9750tfx.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.